Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted one opening assessed as unidentified tear. The shell thickness was within specification.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12feb2024. Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 24may2024. Additional, changed, and/or corrected data: h3.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii. The device has been explanted.